Manufacturer narrative:
Investigation summary: customer complaint program it for 20 ml, but only gets 11.5 ml. No other information provided. Complaint not verified. Ran delivery accuracy test of 200 ml/hr. And a vtbi of 20 ml. Device passes accuracy test delivering 20.6 ml. Probable cause no problem found. Device passes self-test with no alarms. Visual inspection found minor damage to fluid shield and a non-ICU battery. Replaced both and pressed change battery soft key.

Event description:
A complaint was received with regards to a plum 360 that experienced device inaccuracy. "Program it for 20 ml, but only gets 11.5 ml. No other information provided. 250109-003226."